Manufacturer narrative:
The customer of the advia centaur xp instrument called the siemens customer care center (ccc) to report a discordant falsely depressed br patient result. A customer service engineer (cse) was dispatched to the customer site by the ccc. The cse checked and corrected all probe alignments, inspected the wash separation manifold and found a crack and excessive reagent spatter around reagent probe 2 and ancillary probe wash ports. The cse ordered parts and on a different day replaced the reagent probe 2 diluter, probe tubing, and ancillary probe diluter and tubing due to excessive reagent splatter. The customer has replaced the br reagent pack and used fresh qc (quality controls). The customer observed no issues with br and stated that all qc in range. The cse has ensured the instrument is fully operational and no further evaluation of this device is required.

Event description:
A discordant falsely depressed br patient result was obtained on the advia centaur xp instrument. The lab supervisor stated that the initial patient sample resulted below the assay range and their middleware reported the result over to their lis as a result <3.5. The initial result was reported out to the physician(s) and the result was not questioned. Since the lab supervisor observed the <3.5 result had issues crossing over to their lis, the original patient sample and instrument were used for repeat testing, and the patient results were higher. The laboratory did not make any corrective reports as they were unsure of the true results. Upon further review of the patient history, the lab supervisor noted that this was the first time that br testing was performed on the patient and previous test order was for ca125. After a follow up with the physician, it was confirmed that the doctor ordered the wrong test. The patient sample was intended to run ca125 (ovca) and not br. Ovca was run on the sample and no further issue with br. There are no known reports of patient intervention or adverse health consequences due to the br discordant patient result.